Manufacturer narrative:
The cause of the instrument keyboard and screen freezing is unknown. Siemens is investigating this issue.

Event description:
The screen and keyboard of a dimension rxl max with hm instrument froze while processing patient samples. The samples continued to process, but the operator could not launch any new tests while the screen and keyboard were frozen. The operator performed a hard shutdown, which caused patient results to be lost and reagent to be discarded. There are no known reports of patient intervention or adverse health consequences due to the lost patient results.

Manufacturer narrative:
The initial MDR 1226181-2015-00165 was filed on march 24, 2015. Additional information (09/18/2015): siemens healthcare diagnostics has identified two issues with the dimension software versions 10.1 and 10.1sp1. The first issue is that under certain conditions, dimension instruments running software version 10.1 or 10.1sp1 will send a results string that will not be accepted by (B)(4), (B)(4) lab data manager, and some lis systems. The second issue is that dimension instruments running software versions 10.1 or 10.1sp1 and using qcc powerpak may encounter a screen lockup after entering the define calibration product screen, which can occur because the software automatically switches the keyboard configuration to english from another language. A customer notification (dsw-15-01.a.us-ous) was sent to customers in september 2015. The customer notification informs customers of the issue, explains that a slight delay in result reporting may occur during resolution if these issues occur but there is no risk of producing erroneous results, and provides actions for the customer to take to prevent and resolve these issues.